Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead exhibited high thresholds. It was reported that oversensing was subsequently noted on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.